Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: during investigation, the pump was returned with moisture behind the display lens. No moisture/corrosion was observed in the battery compartment. The battery compartment was cracked above and below the bumper pad. No damage was found to the returned battery cap. The returned battery cap was able to attach to the pump. The pump was unresponsive with no vibrations or auditory sounds, with a blank display screen. A leak test failed due to a battery compartment leak. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was no power with moisture in the battery compartment. Here was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.